Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00368, initially reported on 04-may-2020. This MDR is to reflect the additional information received. This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, according to the available information, additional information received on 3/30/2021. On (B)(6) 2016 pelvic pain, urethral pain, severely scarred suburethral sling. Left ureterolysis, excision of retroperitoneal fibrosis, robotic sacrocolpopexy with unknown y mesh, left salpingo-oophorectomy, vaginal excision of suburethral sling and placement of aris tot.